Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a piece approximately 2.79 mm x 4.90 mm be broken off. The broken piece was not returned with the instrument. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from applying excess force on the instrument shafts and/or tips during handling, insertion, usage (overloading), or removal.

Event description:
It was reported that during a da vinci¿assisted hiatal hernia (paraesophageal) procedure, or staff observed a hairline crack in the distal tips of the mega suturecut needle driver. The robotic arm was removed from the patient, and upon inspection the distal tip of the needle driver was found to have broken off. The robotic arm and broken fragment were removed from the sterile field and sent to sterile processing for reprocessing and return to the manufacturer. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.